Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer became jammed when it was pulled out halfway. A field service engineer removed the drawers, adjusted the slide rails, and replaced the bumpers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system experienced drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. A technical service specialist confirmed that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.